Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros amon quality control result from one level of non-vitros control fluid occurred using vitros amon micro slides on a vitros 5600 integrated chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the contamination of the microslide incubator was not identified. Results of within run vitros amon precision testing demonstrated that the vitros 5600 was not operating as expected at the time of the event. An ocd field engineer (fe) performed an incubator decontamination procedure; including cleaning and replacing the incubator evaporation caps to return the instrument to expected operation. Following service actions, acceptable vitros amon performance was observed. There was no indication that the vitros amon reagent malfunctioned.

Event description:
The customer observed a non-reproducible lower than expected vitros amon quality control result from one level of non-vitros control fluid using vitros amon micro slides on a vitros 5600 integrated chemistry system. Result: 175.0 umol/l vs. Expected 243.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. (B)(4).